Manufacturer narrative:
According to the facility on 9/18/2024, the device was not vessel sealing correctly. It would not cauterize completely and the vessels were still slightly bleeding. The facility stated that there was no adverse patient reaction or patient injury and another reprocessed ligasure was pulled with no issues". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 9/18/2024, the device was not vessel sealing correctly.